Manufacturer narrative:
Requested patient information via phone call 07/13/20, 07/23/20, and 07/30/20. No patient information provided to date. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported that the diaphragm of the flow sensor was stuck open. There was no report of patient injury.